Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported gastrointestinal bleeding (gib), low flow alarms, and patient conditions could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The controller event log file captured intermittent low flow fault flags throughout the duration of the file, and these flags resulted in 6 low flow hazard alarms. A specific cause for these events could not be conclusively determined through this evaluation. Despite these events, the pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR-2916596-2021-00403 for anti-rotation clip placement and MFR-2916596-2022-12088 for external decompression no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with bloody stool and emesis, and low flow alarms. The log files were provided for comparison to prior outflow graft (ofg) concerns. The patient has had two prior ofg decompression procedures, one was in (B)(6) 2021where an anti-rotation clip was placed, and the second was in (B)(6) 2022, for external decompression only. The low flow alarms were thought to be hypovolemic in nature. A review of the log files confirmed low flow events throughout the log file.